Event description:
The patient's mother reported that the patient was picking at a string with a knot coming out of the generator site. The mother reported that there was no redness, fever, swelling, or drainage. The patient was recently implanted a month prior. Follow-up with the patient's surgeon found that the surgeon hadn't seen this patient for the issue at the time of the follow-up; however, they noted it would be normal for a suture during this time period to dissolve or dislodge and so they weren't too concerned. The manufacturer's device history records for the patient's generator was reviewed, and sterilization of the product prior to release was verified. No further relevant information has been received to date.